Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during a right elbow arthroscopy, the surgeon was using the resector blade to remove tissue and noticed metallic shavings in the joint.